Event description:
Hcp reported the patient's system is working fine now after a patient reported interaction with a theft detector at home depot. The patient's deep brain stimulator shut off. Threre was no injury reported by the hcp.